Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed red cells was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection showed blood at the male luer. Examination under magnification showed no damages or anomalies with the male luer component. Functional and pressure resulted in fluid flowing freely with no signs of leaking at the connection between the male luer and a test lab maxzero. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed red cells was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.